Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis results revealed no anomalies found related to the device battery voltage. Battery voltage on (B)(6) 2010 is 3.1773 v. No anomalies are visible in s2d file.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device battery voltage is lower than expected. Device is still in use. No patient complications have been reported as a result of this event.